Manufacturer narrative:
Phone number was not provided. (B)(4). This event is currently under investigation.

Event description:
Vascular access insertion nurse has reported that the PICC catheter was leaking at the junction between the purple hub and the clear flexible tubing. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of investigation, a review of the complaint history, device history record, specifications and a visual inspection of the returned was performed. Per specification, the integrity of this device is verified throughout the manufacturing process. A review of the work order and device history record determined that no non-conformances were noted and this is the only reported complaint associated with the provided lot number. A visual examination found there is a hole in the clear tubing adjacent to the purple hub. Based on the available information and the results of our investigation, a definitive root cause cannot be determined with certainty. We will continue to monitor this device and notify the appropriate internal personnel.

Event description:
Vascular access insertion nurse has reported that the PICC catheter was leaking at the junction between the purple hub and the clear flexible tubing. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.